Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported patient friend/family member said a month or 2 ago all of a sudden the patient's retention returned. Caller said the patient couldn't go to the bathroom and had to get catheterized. Caller said the patient went to the hcp and they reset the device and now the device is working. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.